Event description:
It has been reported to co that during the procedure the pt experienced an anaphylactic reaction. Reportedly, instruction were provided to the physician by the allergist in order to treat the pt. The device was removed and replaced. The pt is reported to be fine. The device is not being returned for analysis as it has been discarded by the hosp.